Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead was experiencing light-headedness and faintness. Multiple non-sustained episodes were stored and noise was noted on the ra and rv channel (some noise was also observed on the shock channel). Atrial noise was recreated with isometrics, small noise on the rv channel was recreated but not oversensed. Real time egms did not show noise. The leads had rubbed together causing insulation break which caused noise on ra and rv leads. Physician was able to see this when he opened the pocket to revise. It is not indicated what revision was done.